Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2039481, medical device expiration date: 16-may-200, device manufacture date: 2022-02-08. Medical device lot #: 2063352, medical device expiration date: 2022-06-16, device manufacture date: 2022-03-04. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insufficient growth for bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) was identified. The following information was provided by the initial reporter: "insufficient recovery rate for standard micro organisms (astm; e.coli, b. Subtilis; s. Aureus and p. Aeruginosa)"

Event description:
It was reported that insufficient growth for bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) was identified. The following information was provided by the initial reporter: "insufficient recovery rate for standard micro organisms (astm; e.coli, b. Subtilis; s. Aureus and p. Aeruginosa)". Additional information: we have also carried out tests on whether the plates can be stored at room temperature for 24 hours ¿ 6 days, and in these tests the low values for the two germs p. Aeruginosa and e. Coli have also been confirmed. Both on 03.05., 04.05. And 17.05. We had no problems with other culture media in the recovery of the two germs, so it can not be due to our bacterial suspension. Maybe you can talk internally about what the problem might be? I have seen from the certificate that you test with other test germs, or use a different atcc strain for e. Coli.

Manufacturer narrative:
Additional information received: b.5. Describe event or problem: we have also carried out tests on whether the plates can be stored at room temperature for 24 hours ¿ 6 days, and in these tests the low values for the two germs p. Aeruginosa and e. Coli have also been confirmed. Both on 03.05., 04.05. And 17.05. We had no problems with other culture media in the recovery of the two germs, so it can not be due to our bacterial suspension. Maybe you can talk internally about what the problem might be? I have seen from the certificate that you test with other test germs, or use a different atcc strain for e. Coli. Additional information was received that made this event not reportable. Atcc strain is a qc only test. The MDR is to be considered canceled.